Event description:
It was reported that this right atrial (ra) lead was found to exhibit oversensing and undersensing. No adverse patient effects. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).